Event description:
Complainant alleged that during functional testing, the device's energy select, charge and shock buttons did not function. Complainant indicated that there was no patient involvement in the reported malfunction.